Event description:
It was reported that the customer had high blood glucose levels (250 mg/dl). Customer loads insulin cold and reportedly may have an allergic reaction to the insets adhesive because her placement site is red and swelling. She took an injection of humalog and changed her profile settings on her pump to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation should new info become available, a supplemental form will be submitted.